Event description:
Additional information received: has there been any harm to the patient / healthcare professional? (Detail) there has been no damage. Was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) there was no need for medical intervention. Is the sample related to the incident available for analysis? The product is not available for analysis, since it was discarded by the customer.

Manufacturer narrative:
Investigation summary: one photo and video received by our quality team for investigation. Through visual inspection, poorly assembled stopper s observed and video shows that the liquid is dripping down the hub, due to the cannula not correctly assembled to the hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for damaged stopper is associated with damaged air valves that dispense silicone to the syringes. Change of air valves that dispense the silicone will be implemented. Possible root cause for needle pulled out of hub is associated with insufficient application of epoxy in the assembly of the cannula-hub process. Epoxy is a white adhesive used to join the cannula and hub. Add to the monthly preventive maintenance plan the change of the epoxy dosing valve of the nip line will be implemented.

Event description:
It was reported that while using the bd luer-lok¿ syringe the stopper was loose. Report 1 of 2. The following was translated from spanish to english: when uncovering the 10cc syringe, it is evident that the rubber of the plunger is loose, when the medicine is bottled it comes out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.